Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e105 error code could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that an error code "e105" occurred on a visera elite ii video system center demo unit. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, this device has not been returned for to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.